Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead and atrial lead had a malfunction. The ventricular lead was capped and a new lead was implanted. The atrial lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that both the left ventricular and right atrial leads dislodged. The ventricular lead was capped and a new lead was implanted. The atrial lead was explanted and a new lead was implanted. In addition, the right ventricular lead also dislodged. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.